Event description:
The customer called to report high blood glucose for a week. The blood glucose reading was 422 mg/dl during the call and the customer was also spilling ketones. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.